Event description:
Info received indicates the right siderail is not locking in the upright position.

Manufacturer narrative:
The tech found a screw missing at the siderail release handle. The tech replaced the screw to repair the bed.